Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at the end of an infusion of prbc's via a hickman line, the blood leaked from the distal part of the spinner luer lock and maxzero connection during flushing after the blood was administered. No patient harm was reported.

Event description:
The customer reported that at the end of an infusion of prbc's via a hickman line, the blood leaked from the distal part of the spinner luer lock and maxzero connection during flushing after the blood was administered. No patient harm was reported.

Manufacturer narrative:
Initial report: disregard file, it is a duplicate to manufacturer report number: 9616066-2018-00951.